Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history record revealed no complaint related anomalies. Subject device has been received and is currently in the evaluation process.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the hexagonal coupling broke. On (B)(6) 2013 an operation was performed on l4 l5 for plif posterior lumbar interbody fusion due to a herniated lumbar disk. After the final construct was fastened the surgeon decided to correct the position of the right pedicle screw. A locking cap at the l4 pedicle screw was removed smoothly with the use of rod pusher and screwdriver shaft stardrive. The locking cap at the l5 pedicle screw was not removed. The doctor attached the reduction instrument spondylolisth standard matrix to 5.5 reduction instrument spondylolisth standard matrix. The doctor attached the screwdriver shaft stardrive to the t handle with ratchet wrench. The doctor tried to remove the locking cap with the use of the both devises he assembled, but the screwdriver shaft stardrive was broken. Finally, the doctor refastened the locking cap and completed the operation without removing any pedicle screws.

Manufacturer narrative:
Device used for treatment and not diagnosis. The t25 tip of the screwdriver shaft is broken off. Two fragments were created which were retrieved. A lab analysis shall be performed to check if the hardness of the tip material is in the specified range. The visual inspection does not reveal a root cause for the failure. To protect the t25 screwdriver from overload it is important to use the t-handle with torque limiter, (B)(4), for final tightening and for reopening of locking caps, see technique guide (B)(4), pages. 25 and 35. The result of the lab analysis, the hardening of this screwdriver shaft must have 56 up to (B)(4). Measured hardness was (B)(4), which indicates no deviation to the drawing and manufacturing documents. We have to assume that too much applied mechanical force while tightening caused the breakage. No product fault could be detected.